Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side ruptured. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as surgical damage. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side ruptured. Device has been explanted.